Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The image was going in and out whenever the cabling was moved. The video connector had cracks present. The coupler mount was wobbly. It was also noted, that when the image was present, there was a slight white pixel appearance, but the image was still workable with that present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that when he plugged in his olympus hd autoclavable camera head, he was not receiving an image during procedure preparation. Additional details relating to the patient and the event have been requested, but all answers were unknown. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is a correction report to update the model number of the subject device. Please see section d for details. Should additional information be provided prior to the conclusion of the investigation, another supplemental report will be provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to a faulty camera head cable. The specific root cause of the faulty camera head cable could not be determined at this time. Olympus will continue to monitor field performance for this device.